Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced likely electromagnetic interference. The emi presented as a right ventricular (rv) lead lead integrity alert (lia) that was triggered due to high rate non-sustained episode and sensing integrity counter (sic) and a right atrial (ra) lead noise alert. There were also two false positive atrial tachycardia/atrial fibrillation (at/af) episodes noted. The crt-d remains in use. No patient complications have been reported as a result of this event.